Manufacturer narrative:
Future date of explantation: (B)(6) 2022. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast pain, material rupture. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent breast prosthesis implantation procedure with two 200cc mentor siltex round moderate profile saline breast prostheses. Post-operatively, the patient suffered bilateral breast pain and had a suspicion of possible breast implant leakage. As a result, the patient visited a gynecologist and ultrasound confirmed bilateral breast implant ruptures. Subsequently, the patient was scheduled for bilateral breast implant removal surgery on (B)(6) 2022. This medwatch form is for the right breast prosthesis.